Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) female underwent evar on (B)(6) 2012. The main body had been placed just below the renals and unsheathed until the contralateral gate opened. Dr then cannulated the contra side (left) and released the top cap of main body. Did a hand injection through the contralateral (left side) access sheath and external and common iliac looked fine. Used measuring pig tail catheter to pick length of contralateral leg extension. The limb was deployed without any problem over a lunderquist wire. Unsheathed the remaining main body, retrieved top cap, measured and deployed another zsle limb on that side (right, ipsilateral). The physician then ballooned all the overlaps and the proximal sealing stent of main body. Whilst ballooning the contralateral/left side the first limb did have an irregular appearance in terms of shape. After ballooning was complete dr did what was planned to be the final run with the pig tail at the level of the renals. There was an evident type 1 endoleak, but the greater concern was what appeared to be a rupture of the left common iliac and a decrease in pt's blood pressure. It appeared that the contrast was escaping through the first limb and then leaking out a rupture of the common iliac. This rupture was not evident on the earlier run to decide the size of the contra graft. The dr wanted to reline the graft so this was done with a shorter limb. A f/u run showed the common iliac endoleak had gone. The doctor was concerned as to what exactly had occurred and wanted to make the company aware. He did not balloon anywhere again feeling it may have contributed. He will be doing a f/u CT before deciding what to do about the type 1 endoleak, but it seemed to be constrained at the top end of the main body and not leaking distally due to good graft apposition and the distal aorta. Apart from the successfully deployed grafts, no part of the device remained inside the pt. The pt required an additional graft to be placed as a result of this occurrence. There was a considerable drop in blood pressure that had the anesthetist working hard to maintain it near normal levels. Event eval: still under investigation.